Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label has been ruled out. Additionally, severe force being applied to the implant (patient fall, accident), excessive twisting or stretching, and the patient touching or picking at the wound have been ruled out. However, the patient is a poor surgical risk as they have a history of diabetes. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion and the receiver site never quite healing is unknown. However, the patient is a poor candidate due to age, weight, or mental capacity as the patient has diabetes (user error-clinician). The cause of the fractured neurostimulator is due to incorrect surgical technique as the surgeon used excessive force during the explant procedure which fractured the device (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Additionally, the receiver site "never quite healed" and they could always feel a bump underneath the skin. Antibiotics were prescribed prophylactically and an explant procedure was scheduled for (B)(6) 2026. During the explant procedure, the neurostimulator broke at the circuitry and tines. The electrodes were left in place at the tibial flare and the patient has an appointment on (B)(6) 2026 with the orthopedic surgeon to discuss whether or not the remainder of the neurostimulator will be removed. As of (B)(6) 2026, the patient's wound is otherwise healing well, with no surrounding redness or drainage. The commercial team member has made several attempts to contact the patient regarding their appointment with the orthopedic surgeon. However, the attempts have been unsuccessful. No further information is available at this time.